Event description:
Patient complaining of left breast pain and swelling. Patient felt mass on left breast. Biopsy report shows tissue around implant is cancerous. Patient is having treatment to shrink mass around tissue before surgery to take out implant.